Event description:
Heartmate ii controller failed approximately 2 weeks after the lvad was placed at (B)(6). Nurse did not know how to change the drive line and pt lost consciousness for at least 20 seconds. None of the physicians at (B)(6) knows why the controller failed. "We (the family) have been contacted" by thoratec so we have no evidence that an investigation is under way. This occurred on or about (B)(6) 2014.